Event description:
It was reported by the customer "we have had 2 disconnections involving patients that were not capable of breaking the product on their own. The disconnection is not happening at the connection point (where it sometimes happens from user error) but instead happening where the two plastic sections meet, around one inch from the hub. It caused a loss of blood. Additional information 6/1: it was reported by the customer "arterial line disconnected causing blood loss. Catheter break discovered when arterial line alarmed disconnect. Interrupted arterial line monitoring. Patient lost unmeasured amount of blood. Catheter break was external to the patient. No medications were infusing, product was used invasive blood pressure monitoring. Catheter was secured with stitches (not a bd product) and then it was hooked to the tubing and statlock (bd product). Both events happened in the last two weeks." This report addresses the second patient and device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. After additional review of reported event, it was determined there is no injury that meets the criteria for serious injury. The event will be reported as a malfunction.

Event description:
It was reported by the customer "we have had 2 disconnections involving patients that were not capable of breaking the product on their own. The disconnection is not happening at the connection point (where it sometimes happens from user error) but instead happening where the two plastic sections meet, around one inch from the hub. It caused a loss of blood. Additional information 6/1: it was reported by the customer "arterial line disconnected causing blood loss. Catheter break discovered when arterial line alarmed disconnect. Interrupted arterial line monitoring. Patient lost unmeasured amount of blood. Catheter break was external to the patient. No medications were infusing, product was used invasive blood pressure monitoring. Catheter was secured with stitches (not a bd product) and then it was hooked to the tubing and statlock (bd product). Both events happened in the last two weeks." This report addresses the second patient and device.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.